Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for two days for the event. The patient was treated with fortaz (intraperitoneally (ip), dosage and frequency not reported) and ancef (ip, dosage and frequency not reported) for peritonitis. At the time of this report, antibiotic treatment was ongoing however, on an unknown date, treatment with fortaz was discontinued. At the time of this report, the patient was recovering from the peritonitis and dianeal therapies were ongoing. On an unreported date, the patient was retrained in aseptic technique. No additional information is available at this time.